Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery jumped up to 100% suddenly. Customer reported blood glucose (bg) level was 213 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the customer reported experiencing an elevated bg level that morning of 280 (mg/dl). The customer stated they ate pizza, did not exercise and did not bolus enough for the meal. A bolus via the pump was administered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.